Event description:
A caller reported an issue with an incorrect time display on their device, which occurred without them knowing the cause. Although the discrepancy between the displayed and actual time was greater than five minutes, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if a similar time discrepancy occurred again, which the caller understood and acknowledged.